Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulty); cause is unknown.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 10 cm in diameter abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the physician was using an 18f sheath. The stent graft was successfully implanted; however, upon removal of the delivery catheter there was resistance. The difficulty began when the delivery system was just passed the clear sheath, just as the tapered tip was about the exit the sheath. The physician had to use excessive force and pull very hard to remove the delivery system. The white portion of the tapered tip was shredded upon removal. Wire access was lost and it took over an hour to re-gain wire access. An aortic cuff was then successfully implanted. The physician experienced the same issue with the 2nd delivery system getting stuck in the sheath with difficulties removing. The physician used excessive force and removed the delivery system. There was no excessive blood loss. No additional clinical sequelae were reported and the patient is fine.